Manufacturer narrative:
Information indicates this lead was disposed of and will not be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting a gradual increase in shock impedance measurements. The increase began approximately three months ago. The current shock impedance measurements are high but still within normal specification limits at this time. Boston scientific technical services (ts) discussed troubleshooting with the healthcare provider (hcp), including asking about any changes in the medical condition of the patient or other factors which might be causing the increase. Ts provided guidance that if the shock impedance daily measurement reaches 125 ohms to consider performing a maximum energy commanded shock to test the ability to charge and deliver a shock without an open circuit fault. Ts discussed the effects of an open circuit fault and noted the device has never delivered a shock. Ts reviewed the specifications of this single coil rv lead, noting it will generally operate at a higher shock impedance by design. Ts noted there was no noise observed on the shock electrogram and the rv pace impedance is within normal specification limits but with a small corresponding upward trend from the 450 ohms to 500 ohms range. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead subsequently exhibited a high out of range shock impedance measurement of 181 ohms. Ts discussed with the new hcp that this is a single coil lead implanted in 2016 and discussed the need to perform defibrillation threshold (dft) testing to determine the delivered high energy shock impedance value. Ts noted that a fault would occur with a delivered shock impedance value of greater than 145 ohms and discussed the normal biphasic shock waveform would be truncated and delivered as monophasic resulting in a possible ineffective shock. Ts provided guidance to consider possible lead extraction and replacement due to the patients age and the uncertainty of the shock impedance possibly continuing to rise even if testing shows an appropriate shock impedance value now. The hcp indicated they will review with the physician. Attempts to gather additional information were unsuccessful. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a boston scientific field representative subsequently contacted ts indicating a rv lead extraction was to be performed for this patient. It was noted that the rv lead shock impedance measurements were high out of range in the 180 ohms range. Ts indicated this rv lead is well beyond performing commanded maximum energy shock testing or dft testing at this point and recommended replacing the rv lead as a delivered shock would likely trigger a fault and truncate the delivered shock energy. Additional information was received from the representative confirming that the rv lead was explanted and replaced with a new lead, and the explanted lead was disposed of at the hospital. There were no additional adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting a gradual increase in shock impedance measurements. The increase began approximately three months ago. The current shock impedance measurements are high but still within normal specification limits at this time. Boston scientific technical services (ts) discussed troubleshooting with the healthcare provider (hcp), including asking about any changes in the medical condition of the patient or other factors which might be causing the increase. Ts provided guidance that if the shock impedance daily measurement reaches 125 ohms to consider performing a maximum energy commanded shock to test the ability to charge and deliver a shock without an open circuit fault. Ts discussed the effects of an open circuit fault and noted the device has never delivered a shock. Ts reviewed the specifications of this single coil rv lead, noting it will generally operate at a higher shock impedance by design. Ts noted there was no noise observed on the shock electrogram and the rv pace impedance is within normal specification limits but with a small corresponding upward trend from the 450 ohms to 500 ohms range. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead subsequently exhibited a high out of range shock impedance measurement of 181 ohms. Ts discussed with the new hcp that this is a single coil lead implanted in 2016 and discussed the need to perform defibrillation threshold (dft) testing to determine the delivered high energy shock impedance value. Ts noted that a fault would occur with a delivered shock impedance value of greater than 145 ohms and discussed the normal biphasic shock waveform would be truncated and delivered as monophasic resulting in a possible ineffective shock. Ts provided guidance to consider possible lead extraction and replacement due to the patients age and the uncertainty of the shock impedance possibly continuing to rise even if testing shows an appropriate shock impedance value now. The hcp indicated they will review with the physician. Attempts to gather additional information were unsuccessful. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.